Event description:
It was reported that recently, this subcutaneous implantable defibrillator (s-ICD) system recorded untreated episodes of over-sensed non-physiologic noise. Boston scientific technical services (ts) was contacted and confirmed the noise was most likely related to sense node b artifacts. The field indicated that the noise was not able to be reproduced with provocative maneuvers. Reviewing older device data, ts confirmed there were previous inappropriate shocks delivered due to change in rhythm morphology and t-wave over-sensing. Episodes of appropriate shock deliveries with non-conversion were also noted. Reprogramming the device to the secondary sensing vector and diagnostic imaging was recommended. At this time, the s-ICD system remains implanted and in-service. Recently, this patient received an additional inappropriate shock and was hospitalized. Upon review, it was noted that the patient's amplitude measurements had decreased, resulting in further t-wave over-sensing. Ts was contacted again and discussed that the secondary sensing vector would not be appropriate due to previous sense b artifacts. Therefore, a system explant procedure was recommended. At this time, the s-ICD system remains implanted and in-service. The patient is currently hospitalized and stable.